Event description:
Information received by medtronic stated that the customer experienced high and low blood glucose levels. Customer blood glucose level was 278 mg/dl and their current blood glucose level was 144 mg/dl. The customer was not using the minimed system with the auto mode/smartguard feature active at time of high bg event. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. 4.11e. Retainer ring = black. On 08/02/2021 the customer reported both high bg (under delivery) and low bg (over delivery). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 100=bolus not delivered occurred on 07/05/2021, 07/09/2021, 07/14/2021, 07/26/2021, and 07/31/2021. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. In summary, the customer¿s report of both under and over delivery was not confirmed during testing. The broken vibrator is due to the corrosion seen on the battery board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.